Event description:
It was reported that review of records revealed post sensed t-wave oversensing resulting in inappropriate vt detection and atp therapy. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.